Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 86 years old patient with a valve model 8300a25 implanted in the aortic position underwent a valve in valve procedure after an implant duration of approximately nine (9) years and eleven (11) months due to valve degeneration. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device successfully using transfemoral approach. As reported, patient was noted as to be in stable condition.

Manufacturer narrative:
Updated b5, b7, d4, d6, g3, h6.

Event description:
Edwards received notification that this 86 years old patient with an intuity valve first generation model 8300a25 implanted in the aortic position underwent a valve in valve procedure after an implant duration of 9 years and 11 months due to valve degeneration leading to stenosis. The patient presented with exertional dyspnea and moderate to high reduced ejection fraction. A 26mm transcatheter valve was implanted within the edwards surgical device successfully. As reported, patient was noted as to be in stable condition and discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to section d4 (expiration date) and h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hypercholesterolemia and diabetes mellitus type 2.